Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, event occurred during the procedure but the product was not used for patient. There were only 4 sutures instead of 5 in the box. No patient injury.